Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. The ventilator passed all operational tests and several pre-use check without any deficiency. No parts were replaced and the ventilator was returned for clinical use. Evaluation of the received device log shows that a pre-use check was performed before the ventilation was started. The ventilation was started on 02/18/2019. Clinical alarms were generated during the ventilation and adjustments in the ventilation settings were performed. On the given date of event 02/20/2019 alarms for inspiratory flow overrange, vt insp overrange and peep low were generated and short thereafter a system shutdown from ongoing ventilation was logged. The alarms generated indicates a leakage situation and the shutdown was logged as a normal shutdown performed by the user. A successful pre-use check was performed after the event and there is no technical alarm in the log to indicate a ventilator malfunction. Our conclusion is that there was no ventilator malfunction at the time of the event. It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Manufacturer narrative:
It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints, and assessed for reporting as required per regulations, and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan, and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that during patient treatment, the ventilation stopped. There was no patient harm. Manufacturer's ref #: (B)(4).